Event description:
The scrub tech was pulling supplies for a surgery case and noticed a hair trapped inside the sterile seal of a pair of surgeon's gloves. The hair is visible through the plastic packaging which was and is still intact.